Manufacturer narrative:
The user interface board was returned to the manufacturer for failure investigation. Visual inspection of the board revealed no evidence of damage or contamination. The user interface board was tested and no failures were identified.

Event description:
The customer reported an indicator reference failure. The customer reported there was a visual alert that the biomedical engineer could see in the error logs. There was no patient involvement.